Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Diabetes nurse reported patient was admitted to the hospital with hypoglycemia; exact blood glucose reading was not provided. Patient's target blood glucose level was not provided. Diabetes nurse stated patient gave himself several boli amounts within a small time period; treatment received is unknown. Diabetic nurse reported patient is very confused. No further information is available. Product was replaced and requested return of the alleged infusion device.